Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "150 mg/dl", compared to "120 mg/dl" on a laboratory device performed within 10-30 minutes of each other, without intervention of food or medication. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.